Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was noted the pouch of the whisper ms guide wire was damaged during unpacking. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection and scanning electron microscopy analysis were performed on the returned device. The reported packaging damage (pouch) was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context/ mechanical interaction that was induced due to severe handling (during the removal of a label attached to the pouch). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.